Event description:
Provider states that out of the box the rollators back right wheel scrapes on the back and it does not release all the way. Provider states he has fixed it to work. No additional information provided.